Event description:
It was reported that the battery leaked during shipping. The condition of the battery was discovered at distribution. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not been returned to the MFR for eval. When the device is received, a quality investigation will be performed and a f/u report will be filed.